Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that patient had return of symptoms since last night. Patient questioned whether the issue could be her batteries. The issue was not resolved at the time of the report. Patient status was noted as alive, no injury. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further follow up information received from the patient clarified that they ¿just could not go to the bathroom very well¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had notified their managing physician about the return of symptoms. In order to resolve this issue the patient reported they were going to the pelvic center and they would exercise at home and the issue had been resolved.